Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "the broach handle from the direct anterior approach is broken and will not lock."